Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic sys (rio) and the restoris multicompartmental knee sys (mck) on (B)(6) 2013. The pt presented with early parapatellar inflammation. The knee was washed out and the tibial insert component was replaced.

Manufacturer narrative:
The pt is currently in recovery and no further adverse events have been reported. Even though the inflammation presented in the parapatellar region, only the tibial insert (poly) was replaced; the patellar button component was left in place. A poly swap is a common procedure if a pt requires a re-operation to wash out the joint due to a suspected infection. The tibial insert poly component is easy to swap and most surgeons use this as a preventative measure against further infection to ensure that no infectious organisms have been left on the insert.